Manufacturer narrative:
During retraction, the angiosculpt device separated in two pieces. However, no piece of the angiosculpt was retained in the patient. No patient injury reported. Recurrence of the malfunction could result in unable to deflate balloon, vessel obstruction, possible limb ischemia, or requiring surgical intervention. (B)(4) the angiosculpt device was returned for evaluation. Visual examination confirmed the balloon separated from the distal shaft. The distal tip and distal bond was damaged with material overflow lifting from the distal bond. The scoring element struts were all lifted and bent at the distal bond. The inner member near the distal marker band was accordion and separated at the proximal end of the proximal marker band. The distal shaft was accordion and the transition tubing was necked, stretched, accordion, and separated from the shaft. It is probable that the bend on the introducer sheath contributed to the difficulty noted during retraction. As a result, the user pulled forcefully, resulting in the shaft separation. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was inflated and deflated with no issues. Upon removal, the angiosculpt was difficult to remove from the 6f, terumo introducer sheath. The physician pulled slightly more on the angiosculpt to remove from the introducer sheath but the angiosculpt broke apart. The angiosculpt and the introducer sheath were removed as a unit leaving the guide wire in the patient. A slight bend observed on the introducer sheath may have contributed to the difficulty noted during removal and/or the scoring element may have separated or tangled causing unusual difficulty to remove beyond the introducer sheath. A new introducer sheath was placed to get a final image and to check anti-coagulation time. (A sheath exchange was going to be performed regardless because of the bend.) Prior to the incident, the lesion was treated and modified; overall there was no harm to the patient.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.